Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician investigated the device and found that the unit shut off when the 12 amp braker was tripped. The breaker was replaced. Functional testing was successfully performed to factory specifications. The unit was returned to service. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
Ref imp #(B)(4).